Event description:
It was reported that device contin359-2025-00958ues to run in reverse mode during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.